Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a patient experienced severe shortness of breath while using an everflo device. The patient's spouse called the emt who checked the device. The device had no flow coming from the outlet. The device settings during the event were reported to be 4.5-5l and a green light was showing. There were no audible or visual alarms at the time. The patient is currently hospitalized. The device was evaluated by the service technician. During the evaluation it was found that the nipple on the final bacterial filter (between the flow meter and patient outlet) had snapped in half, thus delivering the oxygen to the inside of the machine and not the patient, however, no alarm conditions occurred. The device was received by the manufacturer service center for evaluation and the customer's complaint of no flow and no audible or visual alarm was confirmed. During evaluation it was noted that no flow and no audible or visual alarm is due to the micro-disk filter barb being broken off in the tubing indicating embrittlement of the plastic housing of the mico-disk filter. This caused the no flow out of the cannula. Additionally, brown discoloration of the inlet tubing of the compressor indicates tobacco use. The visual and audible alarms performed at start up. The service center was unable to perform testing on the device due to the micro-disk filter barb being broken off in the tubing. The device appears to need preventative maintenance and servicing. Should further investigation provide new information that impacts the outcome of the investigation or the associate medical device reporting, a supplemental report will be submitted accordingly. Based on the information currently provided and available, it was alleged that during clinical and therapeutic use of the everflo quiet 120v op, the patient got progressively short of breath, spouse called the emt, who checked the concentrator and found that there was no flow coming from the outlet of the device despite being set to 5l. Green light was showing and there was no audible or visual alarms at the time, indicating to client that the machine was functioning when it was not. The patient is currently hospitalized. This adverse event has been assessed as a serious injury severity 2. Further review of ER 2246289 v06 has linked the alleged malfunction to 13.1. The predicted severity associated with this risk tag is congruent with the allegation of patient harm as severity 2. Pms clinical expert recommends escalation due to 1.1.1.1.1-confirmed cause and/or contribution of the device to a patient¿s death or serious injury. No further escalation is required.

Event description:
The manufacturer received information alleging a patient experienced severe shortness of breath while using an everflo device. The patient's spouse called the emt who checked the device. The device had no flow coming from the outlet. The device settings during the event were reported to be 4.5-5l and a green light was showing. There were no audible or visual alarms at the time. The patient is currently hospitalized. The device was evaluated by the service technician. During the evaluation it was found that the nipple on the final bacterial filter (between the flow meter and patient outlet) had snapped in half, thus delivering the oxygen to the inside of the machine and not the patient, however, no alarm conditions occurred. The device has been forwarded to the manufacturer for further investigation. If any additional information is received, a follow-up report will be filed.